Manufacturer narrative:
A product sample has been received at the manufacturing site and is awaiting an evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract procedure, there was no vacuum. The product was replaced and the procedure was completed without reported harm to the patient. The product sample was requested.

Manufacturer narrative:
This is one of two complaints reported for this finished goods lot; however this is the first for this issue for this lot. Review of the device history record (DHR) indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).